Event description:
Per incident report: pt brought in vad equipment for annual pm. It was noted by biomed staff that power module for heartmate ii lvas had visible damage outer case. See attached picture. Pt had been using the equipment at home without difficulty and it was functioning as expected. Per biomed, equipment does not pass pm due to broken outer case. Pt was issued a new mobile power unit per mcs equipment management plan.